Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal mid-urethral sling was used during a sling placement procedure. The patient was reported to be over (B)(6).according to the complainant, during the procedure, the dilator of the mesh assembly was placed on the needle of the delivery device. As the delivery device was passed through the patient, the dilator tube bunched and could not be pulled through the tissue. The entire mesh assembly was removed from the patient. The physician completed the procedure with another advantage fit transvaginal mid-urethral sling. There were no patient complications and the patient's condition following the procedure was reported to be "fine."